Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they woke up to a high blood glucose of 600 mg/dl. The customer did not provide a reason for their high blood glucose. Customer stated they had health issues that may cause changes to their blood glucose. Customer also reported their blood glucose declined to 340 mg/dl in another incident. Troubleshooting did not occur for the insulin pump. Customer declined to return the insulin pump for analysis.